Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. Aneurysm and vessel morphology from the time of implant were not reported. Approximately one month ago the patient presented with ruptured aneurysm due to a type I endoleak. The cause of the endoleak was neck dilatation, which was believed to be a result of a type ii endoleak. The patient passed away on an unknown date prior to receiving secondary intervention. Cause of death is unknown; however, the physician stated it was not due to the aneurysm rupture. No further information is available.

Manufacturer narrative:
(B)(4) - inherent risk of procedure (endoleak, ruptured aneurysm, death). Patient's condition affected effectiveness of device (neck dilatation, type ii endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (neck dilatation, type ii endoleak).